Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The 99% stenosed lesion was located in the severely calcified and severely tortuous left circumflex coronary artery. The lesion was progressive. The physician inflated the quantum maverick mr 8 x 5.0mm balloon catheter one time to 12 atms, however, the balloon ruptured. The maverick balloon was removed intact from the pt. The physician used an unspecified device to successfully complete the procedure. No pt complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
The complaint device was disposed of by the hospital, therefore, a technical analysis could not be completed. The mfg batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as the device performance was limited due to anatomical/procedural factors. (B)(4).